Event description:
It was reported that the device exhibited a motor not running error. No other information provided. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify the reported problem. It was determined that the loose standoff screw and the main board that was not attached properly was the root cause. The device then passed all functional tests after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.